Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned by the customer; therefore, no product analysis could be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2015-07146, 2134265-2015-07144 and 2134265-2015-07105. It was reported that automatic pullback failure occurred. The target lesion was located in a moderately tortuous and moderately calcified left anterior descending (lad) artery. An ilab ultrasound imaging system was used in conjunction with two opticross¿ imaging catheters and a pullback sled. During procedure, the opticross¿ imaging catheter stopped performing automatic pullback. Reconnection did not resolve the issue. The physician then changed the imaging catheter with another opticross¿ imaging catheter however, the same issue occurred. The procedure was completed using a non bsc imaging catheter. No patient complications were reported and the patient's status is good.